Manufacturer narrative:
Since the display was disturbed with grey/white vertical lines, ventilation cannot start. Affected component was the ip esm. Ip esm was replaced, software was reinstalled, and preventive maintenance tests were performed. The unit functions as intended again, problem was solved.

Event description:
Hamilton medical ag received the following incident description: the unit upon our inspection was giving continuously audible alarm and the screen was at hamilton logo startup screen. The unit was not able to complete startup.